Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode due to an unexplained power on reset (por). The ICD was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of backup due to power-on-reset (por) was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. After restoring the device, functionality testing was unable to reproduce the event. The cause of the por could not be determined.